Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited oversensing. The far-r oversensing was noted on several atrial tachycardia / atrial fibrillation episodes. The patient would be scheduled for a device check to make the adjustments to post-ventricular atrial blanking.